Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the defibrillation energy charge was inoperable. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb and determined the cause of the reported issue is due to a damaged component, designator d33.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the defibrillation energy charge was inoperable. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.